Manufacturer narrative:
Batch review performed on 21 january 2022: lot 2007401: (B)(4) items manufactured and released on 16-nov-2020. Expiration date: 2025-oct-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional devices involved batch reviews performed on 21 january 2022: stem: quadra-h 01.12.20sn cementless, ha coated std stem size 0, short neck (k082792) lot 2000291: (B)(4) items manufactured and released on 28-may-2020. Expiration date: 2025-may-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot 2007625: (B)(4) items manufactured and released on 05-nov-2020. Expiration date: 2025-oct-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Ceramic liner was explanted, the device is not marketed in the USA.

Event description:
Revision surgery performed due to infection 10 months after the primary surgery. All implants removed and revised with competitor implants.